Event description:
Customer reported to beckman coulter, inc (bec) that they noticed a small clear residue on top of one of the vials. Customer reported that upon inspection, they found clear fluid on top of the probe wipe block of the coulter act diff 2 analyzer. Customer reported that the fluid was contained within the instrument. Customer reported that they followed instructions on the operator's manual to clean the probe wipe block. Customer reported that quality control had recovered within specifications. Bec customer technical support (cts) instructed the customer on cleaning the pathway from the probe wipe block to valve lv8. Cts instructed the customer to replace the air filter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found worn drain tubing at valve lv8 causing a less effective probe wipe which resulted in fluid being left on top of the tube. The fse replaced the drain tubing.

Manufacturer narrative:
(B)(4).